Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a corneal abrasion, superior central of a patient's left eye post lasik flap treatment. The surgeon lifted the flap and the treatment was completed. Additional information received from site coordinator, which reported that the abrasion was healed four days post operative and no secondary treatment was required. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior and after the date of treatment. The logfile review shows no defects or abnormalities which can contribute the reported event. The logfile shows the user had handling problems during the entire day, mainly related to proper docking of patient interface. Clinical review: the picture captured at the end of the cutting procedure does not depict any epithelial defect. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).